Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within specs at the time of release. Insulin pump therapy was resumed during the hospitalization and the pt has continued to use the pump with no reported subsequent events.